Event description:
The customer reported the system stopped during a procedure and was unable to perform fluoroscopy x-ray. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage controller board and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.